Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 the tip of the cautery came apart. The device was saved however the box was disposed of therefore no serial or lot numbers. The reporter did state she wasn¿t sure, it may have been "operator" error. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 the tip of the cautery came apart. The device was saved however the box was disposed of therefore no serial or lot numbers. The reporter did state she wasn¿t sure, it may have been "operator" error. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25135137, 25135546, and 25135640 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The vasoview hemopro 2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection conducted. Signs of blood and heavy char tissue were observed on the jaws. The heater wire was observed to be bent and detached from the tip of the hot jaw. The wire remain connected at the base of the hot jaw. The silicone insulation was completely intact. No other failures were observed. Based on the returned condition of the device, the reported complaint "peeled; jaw" was not confirmed but was confirmed for the analyzed failure ¿bent; wire". Specific actions for the analyzed failure mode "bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Manufacturer narrative:
Corrected section: describe event or problem. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone sheath broke. The device was saved however the box was disposed of therefore no serial or lot numbers. The reporter did state she wasn¿t sure, it may have been "operator" error. A replacement device was used to complete the procedure. The hospital did not report any patient effects.